Event description:
It was reported that noise recovery was observed on the rhythm strip of the cardiac monitor.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.